Event description:
The event is reported as: veterinarian was using this device and was not able to insert a syringe in the tube. The tube was allegedly occluded. Unk if animal sustained injury or needed medical intervention.

Manufacturer narrative:
It is unk if device is available for investigation at time of this report. A f/u report will be sent when completed.